Manufacturer narrative:
The hill-rom tech found the siderail center arm was cracked around the area that the latch is attached to the center arm. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the latch, spring, unlatch handle, and enter arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the siderail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).